Event description:
The customer observed a falsely elevated creatinine result for a female patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range for females is 0.55-1.02 mg/dl): sample ID (B)(6) initial result was 2.76, repeat, on another analyzer, was 0.72 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated creatinine results on an architect c16000, serial number (B)(6). The fsr inspected the instrument and cleaned the cuvettes, cuvette wash nozzles, water bath, lamp filter, and replaced the cuvette dry tips, lamp, and cuvette wash pump bellows/poppets. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified, therefore, the architect c16000 processing module, serial number (B)(6), list number 03l77-01, was considered the likely cause. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.